Event description:
The customer observed false nonreactive architect anti-hcv results for one sample when compared to another method. The following data was provided: initial result = 0.89 s/co, repeat = 0.91 s/co, repeats with autobio method = 2.98 s/co and 2.62 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c37 has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
The complaint investigation for false non-reactive results with the architect anti-hcv assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35515be01 and the complaint issue. In-house sensitivity testing of a retained reagent kit of lot 35508be00 was performed (lot 35508be00 contains the same bulk material as lot 35515be01 and are identical except the labeling of the outer package). All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent lot 35515be01 was identified. This report is being filed on an international product, list number 06c37 has a similar product distributed in the us, list number 1l79.

Manufacturer narrative:
This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.